Event description:
It was reported that during a device change out due to eri, externalized conductors were observed. Patient was asymptomatic. The lead was tested and no electrical anomalies were found. The lead remains implanted. Patient will continue to be monitored.